Manufacturer narrative:
Correction was made to b5 in addition to the new information being received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 28 mg/ml at 5 mg/ml via an implantable pump. It was reported that the patient complained that they were not feeling relief when using personal therapy manager (ptm). They were not aware of any environmental/external/patient factors that may have led or contributed to the issue. They attempted to aspirate catheter and were unsuccessful. Actions/interventions taken to resolve the issue included a catheter replacement. The issue resolved at the time of this report. Additional information was received from the company representative (rep) confirmed with the healthcare provider that the cause of the inability to aspirate the catheter was not determined.

Event description:
Information was received from a company representative (rep) via a patient receiving intrathecal dilaudid (hydromorphone) 28 mg/ml at 5 mg/ml via an implantable pump. It was reported that the patient complained that they were not feeling relief when using personal therapy manager (ptm). They were not aware of any environmental/external/patient factors that may have led or contributed to the issue. They attempted to aspirate catheter and were unsuccessful. Actions/interventions taken to resolve the issue included a catheter replacement. The issue resolved at the time of this report with patient's status being "alive-no injury". The patients weight was 140 lbs and patient's medical history was asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6) ubd: 19-nov-2014, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(6) ubd: 19-nov-2014, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.